Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in a loss of suction. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the initial report of loss of suction was incorrect. There was no loss of suction. The initial MDR was reported in error as no reportable malfunction occurred. Additional information was received that the initial report of loss of suction was incorrect. There was no loss of suction. The initial MDR was reported in error as no reportable malfunction occurred.